Event description:
The customer contact reported that channel 1 of the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, channel 1 of the device was programmed to deliver an unspecified concentration of heparin and the delivery started. No specific programming parameters were provided. After an unspecified length of time, the nurse entered the patient's room to draw morning blood work and noted that channel 1 of the device was flashing "malfunction" with no audible alarm tone. At that time, the tubing set was removed from channel 1 of the device and placed into unspecified channel of the same device and the heparin delivery was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. After an unspecified time length of time, the device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.